Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted successfully, while after the sheath inserted, the doctor found blood leakage through the sheath. As a result, the iab was removed, and another attempt was made with a new iab catheter successfully. There was no report of patient complication or serious injury. Additional information received. It was reported that the patient was stable once the catheter was replaced with new one. The patient's condition worsened and 3 days later after the operation, the patient passed away. Dr. (B)(6), has made the medical judgement that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of sheath leaked is not able to be confirmed. No leaks were noted from either of the returned sheaths. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) catheter was inserted successfully, while after the sheath inserted, the doctor found blood leakage through the sheath. As a result, the iab was removed, and another attempt was made with a new iab catheter successfully. There was no report of patient complication or serious injury. Additional information received. It was reported that the patient was stable once the catheter was replaced with new one. The patient's condition worsened and 3 days later after the operation the patient passed away. Dr. Jingguo nong, has made the medical judgement that the device did not cause or contribute to the patient's death.